Event description:
The vigilance responsible of the hospital, dr. (B)(6), reported via fax an event of loosening of the involved products: "a patient of (B)(6) underwent a surgical procedure of thr on (B)(6) 2012. On (B)(6) 2012, the patient experienced a luxation, followed by the disassembly of cemented stem. The patient underwent an unanticipated revision surgery in which the products involved were explanted."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.